Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported button error alarm. The blood glucose reading is 140 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No display ramping on its own anomaly noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump received with cracked battery tube threads, minor scratches on lcd window and missing end cap sticker.